Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2024-03262. The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in paraguay, regarding a 26mm sapien 3 transcatheter heart valve implant in aortic position by transfemoral approach, the case required pre-dilation. During the implantation of the valve at a pressure of 22ml (-1), the balloon was punctured while insufflation (1ml before reaching nominal pressure) and the insufflator filled with blood. The distal part of the balloon was sectioned and the tip of the balloon broke and remained lodged in the right iliac. The prosthesis was perfectly implanted, with no paravalvular leakage, and both iliac arteries were patent. There was a lot of resistance retrieving the proximal part of the commander since it got more damaged with the sheath due to the given pressure and twist to the system. The balloon stuck because of the sheath, the expandable part of the sheath got wrinkled and was frayed. The esheath was retrieved completely. The patient was awake and stable with normal hemodynamic parameters and good blood pressure. Days later, the balloon that had embolized was percutaneously removed and a therapeutic iliac angioplasty was performed on the patient by placing a peripheral stent. The reason for the angioplasty was that in the first attempts, the piece of the balloon came together, but it was not known if it was a dissection or a part of the plastic. So angioplasty was done for safety. The result was successful and the patient was discharged. As per sample photos provided to the reporter, the sheath damaged was noted to be a sheath liner delamination. As per medical opinion, it was a complex case due to the amount of calcium present in the aortic valve annulus and in the outflow tract. The valve ring did not break, the sapien 3 prosthesis was well implanted, without paravalvular leak; but the calcium punctured the balloon, cut off the distal part of the balloon, and it embolized.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per imagery provided, there was tortuosity present in the patient's access vessels. In this case, the complaint was unable to be confirmed. Investigation results suggest/indicate that patient factors (tortuosity) and/or procedural factors (withdrawal of altered balloon profile, excessive manipulation) may have caused or contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.